Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user reported debris in the device humidifier and pain when breathing which resolved after ceasing use of the device. The user reported seeing their doctor and being prescribed an inhaler/steroids. The device was evaluated by the manufacturer, and evaluation found no evidence of contamination or degradation of the sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.